Event description:
Out of work and isolation; I was tested using a poct rapid roche liat covid/influenza a/b test due to work requirements and came up positive for covid19. I previously had tested positive for covid19 on (B)(6) 2020 and was fully vaccinated as of (B)(6) with mrna vaccine. My household all negative for covid19 with lab pcr testing and I tested negative with lab pcr testing at 24hours and 48 hour. The health department deemed it a false negative. FDA safety report ID# (B)(4).